Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service due to noise. During a replacement procedure of an implantable cardioverter defibrillator (ICD) the lead was capped and a new endotak lead was implanted.